Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02828, 2017865-2020-03467. It was reported that the patient experienced a pocket infection and presented in clinic. The cardiologist placed him on doxycycline. The patient stated the area was still sore, red, and itches. Interrogation revealed normal function. Later follow up with the cardiologist noted the issue was resolved, and the patient was doing well. The cardiologist believed the issue was related to a topical component, and there were no longer any signs of redness, swelling, or pain. The patient was later admitted to the hospital due to the infection returning. IV antibiotics were provided. The patient reported rashness and redness but otherwise reportedly fine.

Event description:
Additional information received noted that the pacemaker and leads were explanted on (B)(6) 2020. The patient was asymptomatic.

Manufacturer narrative:
Analysis was normal. No anomalies was found.